Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer troubleshot the issue with ge healthcare technical support. The customer had installed the flow sensor module incorrectly. The lime canister was also found to be cracked. The customer re-installed the flow sensor module correctly and replaced the lime canister to resolve the issue.

Event description:
The hospital reported the unit alarmed for no inspiratory flow sensor. There was no report of patient involvement.